Event description:
Report received from united states indicating the device "motor won't spin". The device was not being used in surgery and no pt injury was reported. It is unk if medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).